Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inplanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. 56 months post stent graft implantation a request for a talent aortic cuff was requested. Aneurysm morphology at the time of implant is unknown. CT imaging revealed that the stent graft had migrated distally, which exposed 5-6cm of abdominal aorta with no endoleak. The aortic neck angulation was 45 degrees. The patient has multiple co-morbidities and their cardiac status prevents open surgical repair. Per medtronic talent aortic cuff approved protocol, medtronic sent the site the documentation required for each request to complete for approval for the talent aortic cuff trial. However the requester did not return the required documentation; therefore no talent aortic cuff trial device was sent. Two months later a 28 mm diameter by 3.75 cm length aneurx aortic cuff was implanted. There was no further information provided to medtronic about the request for the device or the details of the patient relating to the aneurx device.